Event description:
The customer reported via phone call indicating that she had high blood glucose but not hospitalized. Customer's blood glucose was 385 mg/dl. The customer reported that they have a backup plan available. The customer was not treated at time of call. The customer was advised to change entire set, reservoir and insulin and treated the customer was to follow up with healthcare provider concerning unexplained high blood glucose. The customer was advised to get in contact with her doctor to go over her settings. The customer got a no delivery alarm and changed the infusion set.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.